Event description:
Twenty days after implantation, a cypher stent patient experienced a thrombotic event. The procedure was elective and the target lesion was in the mid left anterior descending and it was an insert restenosis and a chronic total occlusion with a vessel classification of type c. The lesion length was 25mm and vessel diameter was 2.0mm. Pre-dilatation was conducted with a balloon (2.0/20mm) at 16atm for 15 seconds. Cypher (2.5/28mm) was implanted at 6atm for 30 seconds. Post-dilatation was conducted with a balloon (2.0/20mm) at 20atm for 15 seconds. Intravascular ultrasound was not conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Twenty days later, the patient presented with chest pain and cardio angiogram revealed a thrombus in the implanted cypher stent. The thrombus was treated by balloon angioplasty using a 2.5x20mm balloon. A cypher (2.5/23mm) was implanted distal to the cypher overlapping it. Inflation pressure and time was unknown. According to the physician, the thrombotic event may have occurred because the vessel diameter of the lesion was small.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.